Manufacturer narrative:
This report is submitted on august 09, 2021.

Event description:
The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient. Additional information has been requested but has not been made available as of the date of this report.